Manufacturer narrative:
(B)(4). Device evaluation. During functional testing the device experienced a continuous beeping. The event logs were unable to be downloaded to the issue. The unknown problem reported was verified during the sample analysis as the device experienced a continuous beeping. The cause of the issue was determined to be faulty eproms. The eproms were reprogrammed to address the problem. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device underwent electrical and functional testing and a visual inspection. The reported event could not be verified through the sample evaluation because the type of event reported was unknown. The event history log could not be downloaded due to an unrelated issue. Testing specifications for this device were met during previous service events and the previous servicing did not contribute to the reported problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice pro had an unknown problem. The specific issue was not reported. It was not specified when in the therapy this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.